Event description:
It was reported that the customer was experiencing trach tube cuff inflation issues. There was no injury to the patient or intervention required. The cuff was checked prior to usage or placement in patient, so no harm resulted.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample and an unknown device accompanied the sample was received for evaluation. Visual and functional testing were performed. Visual inspection of both samples found no anomalies were detected. Functional testing found there was a slight delay in the cuff inflating on the sample device, but it fully inflated without intervention. The cuff of the unknown device immediately inflated. Both devices were leak tested per work instruction. No leaks were detected. Root cause cannot be determined as the sample and unknown device were successfully tested and no discrepancies were detected.